Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e216 and b30 scope communication error. The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.